Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient received 8 shocks and 4 atp for what appears to be an svt episode. The rhythm viewable in the (B)(6) hm recording suggested it was not one in which the patient should have received therapy. However, based on the way the device was programmed, this event is not considered to be the result of a device malfunction. Device programming to be addressed. Device remains implanted.